Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a crack along the reservoir compartment. Device smelled like insulin. Customer's blood glucose was unknown. Customer was unsure whether the reservoir had leaked. After troubleshooting, customer will not be returning the reservoir for analysis.